Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. A customer technical support representative provided pump reset information and assisted the caller with resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.